Event description:
The customer reported that the system boots up slowly and sometimes doesn't boot up at all.

Manufacturer narrative:
The ge service rep replaced the gpos, rtos, systems interface pcb and hard drive. He loaded new software. The system is fully functional.